Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that repeated non-recoverable error 40020 appeared upon startup after the system software was upgraded. It was confirmed that each cart was upgraded successfully. The tse explained that it was personality module surgeon console (pmsc) board error. The tse had the csr power cycle and perform a hard power cycle on the surgeon side console (ssc), but the issue was not resolved. There was no report of patient involvement.